Event description:
It was reported that the patient's lead migrated down. During the lead replacement procedure, the physician was unable to drive the lead up to the desired level and opted to leave it where it was. The patient had good coverage from the stimulation postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.